Event description:
It was reported that the distal end of the pta balloon catheter, including the entire balloon, detached during retraction into the introducer sheath. The detached segment was retrieved using a snare. Another device was used to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
The lot number for the device has been provided. A review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation is currently underway.